Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited low impedance and loss of capture. A decrease in impedance had previously been observed around the time the patient underwent surgery for an unrelated health issue. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2016 the atrial lead exhibited low impedance, noise and oversensing. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information states that an insulation anomaly was noted during procedure to cap the right atrial lead.